Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo mildly calcified, mildly tortuous left circumflex coronary artery. A 3.00x33mm xience sierra drug-eluting stent was implanted; however a dissection was noted. A new unspecified stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.